Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined to provide further information or participate in troubleshooting.